Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was returned and evaluated. The visual inspection did not identify any issues. Leak testing, clamp function testing, and clear passage testing was performed and no problems were identified. Simulated use testing was performed with no issues noted. The product was determined to meet specifications. The reported issue was not verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). After follow up, the reporter clarified that the damage reported was an alignment issue. The device was received and device evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged (not further specified). This was found during use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.